Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor cannula was missing. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the sensor was still in the body and they did not receive medical treatment as a result of the sensor fracturing while still in the body. Customer stated that they received a change sensor alert. The sensor will not be returned for analysis.